Event description:
Hosp called requesting in-service training because they had experienced extravasations. The pt was in the hosp for an abdomen and pelvic study. The location of the extravasation was in the pt's upper arm and involved 150cc of contrast. Pt was taken to surgery for debridement.